Event description:
A patient reported that they were unable to test on the meter due to the meter not powering on. This issue was not resolved with troubleshooting. There was no medical intervention or treatment given. Patient took normal dosage of insulin. Serial number of the meter was not provided by the patient.